Manufacturer narrative:
The reported issue was confirmed based on the information provided by the customer. The cause for the thermal damage and display breakdown was determined to be a bad electrical contact inside the 24v plug at the power supply unit. This is a known failure type and can assigned to a CAPA project with defined corrective actions. The report of overheated wiring of 24v connector at the power supply unit is related to the manufacturing process of the 24v connectors which are connected to the power supply unit. The inner contact was likely damaged or deformed during the manufacturing process. This causes a bad electrical contact at the contact pin which results in transition resistance and high thermal energy. This can result in overheated and discolored el. Connection/24v plug like described. The production of these (24v plug) components was outsourced to a professional supplier of crimp and wire connections, which should improve the production quality. Only devices and spare parts manufactured after april 2023 include this improved process. This device and part pre-date the implemented CAPA action. The 24v connection line with included plug was replaced to resolve the issue. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The 24v connector between the 24v power board and the motherboard appeared discolored and loose. The reported issue was discovered during troubleshooting after the biomed contacted fresenius when the ro system experienced display issues and a p1 pump failure message (error f¿04¿51¿04) during the t1 test at stage 1. Replacing the 24 v connector cable resolved the thermal damage and display issues. Further troubleshooting was performed for the p1 error and as a result the l1 and l3 were swapped at stages 1 and 2. There was no other thermal damage identified within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the reported issues occurred following a purge surge at the facility. The thermal overload switch tripped and needed to be reset. There were no blown fuses found in the local power supply. The ro system is plugged into its own breaker. There was no patient involvement or personal harm as a result of the identified thermal damage. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The 24v connector between the 24v power board and the motherboard appeared discolored and loose. The reported issue was discovered during troubleshooting after the biomed contacted fresenius when the ro system experienced display issues and a p1 pump failure message (error f¿04¿51¿04) during the t1 test at stage 1. Replacing the 24 v connector cable resolved the thermal damage and display issues. Further troubleshooting was performed for the p1 error and as a result the l1 and l3 were swapped at stages 1 and 2. There was no other thermal damage identified within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated the reported issues occurred following a purge surge at the facility. The thermal overload switch tripped and needed to be reset. There were no blown fuses found in the local power supply. The ro system is plugged into its own breaker. There was no patient involvement or personal harm as a result of the identified thermal damage. No parts were returned to the manufacturer for physical evaluation.